Manufacturer narrative:
A product was not returned for analysis. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported unevenness in the material at the haptic. The lens was implanted. The doctor stated that the leg was behind the iris and did not foresee any problems.